Event description:
It was reported that the assistant to the surgeon was locking down the locking caps over zealously and sheared the tip of the driver off in the bottom right screw. Following trying to retrieve the tip, it was noted it had cold wielded into the locking caps and could not be retrieved. The surgeon made the decision not to persue any further and to leave the tip safely cold wielded in the locking caps.

Manufacturer narrative:
The implant has not been returned at this time for evaluation. The cause of the reported issue cannot be traced at this time.